Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Both device and lead were explanted when a possible output circuit damage message was observed.